Event description:
It was reported that patient underwent revision knee arthroplasty procedure in 2008. During procedure, the femoral stem screw would not engage with the femoral implant. Femoral stem from alternate lot was used to complete the procedure. A 45-minute delay in the procedure was incurred.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of the device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Dimensional eval of returned device found components to be within appropriate design specification. Report is being filed due to delay in procedure.